Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint was confirmed by failure analysis. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument wasn¿t responding to the movements the surgeon was performing and ask that the instrument be replaced. The procedure was completed with no reported injury.